Event description:
It was reported that the patient came to the hospital as he felt "bad". The device required automatic guided reset. After entering the code, the programmer showed that the device recovered. Subsequently, the device required automatic guided reset again because the code was incorrect as a result of the incorrect serial number. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed and analysis revealed an (B)(4) wirebond was broken.